Manufacturer narrative:
The company service representative examined the system and confirmed the error code 201 (u/s diathermy communication failure) as the diagnosis code. The service representative replaced the signal communication and power cables. The complaint history was reviewed and there were no other complaints reported for this system. There was one other related service request approximately one month prior to the reported event. The complaint and service trends were reviewed and there were no adverse trends over the last 36 months. The root cause of the customer reported issue of an intermittent run error was unable to be determined as no samples were returned.

Event description:
The customer reported an intermittent run error during a procedure. This problem resulted in an approximately one hour delay in the case. There was no patient injury.